Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported an unexpected hyperopic outcome following an intraocular lens (iol) implant. The lens was exchanged.

Manufacturer narrative:
Product evaluation: the product was returned for analysis and the reported complaint was not observed. Lens met specifications when tested for power and resolution. Additional observations were as follows; the lens was cleaned with lphse to facilitate testing. Power and resolution was verified by eng. Sr. Tech. Ii. The optical resolution is acceptable; lens meets specification readings for a focal length 20.0 and cylinder 1.50. No root cause identified as the lens met specifications for the reported complaint. Based on the results from the product and batch history record, the product met release criteria. (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).